Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that before using four (4) boxes of bd vacutainer® safety-lok¿ blood collection set, the customer noticed wrong label of expiry date on boxes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed, and the indicated failure mode was observed as the expiration date on the certification of conformance is different from the expiration date on the box. Additionally, retained samples of the lot concerned were investigated. Which all have the expiry date of 2027-04-30 which matched what was on the customer's box. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Since the expiration date on the box is correct, the complaint has been confirmed for an incorrect certification of conformance date and the certification of conformance date is being corrected. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported that before using four (4) boxes of bd vacutainer® safety-lok¿ blood collection set, the customer noticed wrong label of expiry date on boxes. No patient impact reported.